Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The issue was resolved by using a different charging cable, and the pump began charging. It was noted that non-tandem charging supplies were used, and technical support informed the caller that such supplies are not recommended except for troubleshooting. Technical support arranged to send a replacement tandem wall adapter and charging cable via two-day shipping. There was no pump shutdown or inability to turn it back on, and no further assistance was required.